Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited distal end corroded (burn) and the jet tube was clogged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for colonovideoscope exhibited distal end corroded (burn) and the jet tube was clogged. The most probable cause is traced to component failure indicating expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.